Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5086793. It was reported that a female patient who underwent breast implant surgery procedure with mentor medical devices (sal smooth rnd diap 475cc date of implant (B)(6) 2002) developed breast mass in the area of the left breast (confirmed by ultrasound and mammogram) it was also reported that the patient developed capsular contracture associated with right breast implant. The patient also reported unexplained systemic symptoms, which included but not limited to joint pain, arthritis, bladder issues, breast pain, nipple pain, cystic acne, reflux, gastritis depression, anxiety, memory issues, deteriorating eyesight, low libido, easy bruising, tender skin,slow to heal, difficulty swallowing /throat. No further information is av available at this time. Should more information become available, this case will be re-assessed and notes will be updated. This report is for the right side.